Event description:
It was reported while using bd vacutainer® cat (clot activator tube) plus blood collection tubes, an unspecified number of tubes have defective stopper molding. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. Evaluation of the photo indicated a stopper defect. Additionally, 10 retained samples were tested using water, and none showed any cap/stopper assembly defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: defective stopper molding based on customer photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.